Event description:
Pt. With epidural catheter inserted. Upon attempted initiation of continuous infusion the catheter seemed occluded. First measure was to try other infusion pumps (unsuccessful). The external route of the catheter was uncovered for examination no evidence of kinks or obstructions. Using sterile technique the distal (outer) tip (approx. 1.5 cm) of the catheter and the clamp style catheter connector were cut off. A new sterile catheter connector was slid over the cut and, clamped and then checked for patency. Test was successful and saline freely flowed from syringe. Epidural infusion was administered without further incident.